Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please reference medwatch report# 2017233-2009-0027 for the gore tag thoracic endoprosthesis (tg2610) involved in this event.

Event description:
In early 2008, the patient presented with an enlarging abdominal aortic aneurysm and was treated with a gore tag thoracic endoprosthesis. The patient had tortuous iliac arteries and a heavily calcified aortic neck. The patient was treated with a medtronic device, gore tag thoracic endoprosthesis, and a zenith aortic cuff from distal to proximal end. Final angiogram revealed a type ia endoleak which was resolved with placement of a palmaz stent inside the zenith aortic cuff. The following month, the patient was treated for a distal type ib endoleak with non gore devices. The patient was converted to a left aortouniiliac with a left to right femoro-femoral bypass procedure. On the next day, the patient returned to the operating room due to a left groin hematoma. A small rupture in the left common iliac artery was discovered beyond the left iliac endovascular graft that was implanted in the patient the day prior. The physician extended the left iliac limb into the external iliac artery with a gore excluder aaa endoprosthesis iliac extender component, after occlusion of the left hypogastric artery. Nine months later, the patient presented with a new proximal type ia endoleak due to cranial migration of the palmaz stent and loss of seal within the zenith aortic cuff. An attempt was made to retract the palmaz stent within the zenith aortic cuff but was not successful, and therefore, expanded into the supraceliac aorta. An additional palmaz stent was deployed within the zenith aortic cuff to control the type ia endoleak. There was extravasation from the left external iliac artery after removal of the sheath, which was treated with a second gore excluder aaa endoprosthesis iliac extended component. Postoperatively, the patient demonstrated a clinical picture of metabolic acidosis and renal failure. On two days later, the patient expired from multiple organ failure due to metabolic acidosis.